Event description:
It was reported that positioning issues and a perforation occurred. In (B)(6) 2006, a greenfield vena cava filter was implanted in a patient. In (B)(6) 2019, computed tomography (CT) revealed multiple struts of the filter with mesenteric perforation. The apex of the filter is touching the anterior inferior vena cava (ivc) wall. The struts do not appear to perforate the ivc with no definable fat place. The most superior extent of the filter is approximately 3.6cm distal to the most inferior renal vein, which is the right renal vein."